Event description:
It was reported that a patient with spinal stenosis underwent surgery for decompression at l4-5 with posterior fixation at l4-5. It was reported that x-rays taken in 2008 revealed a broken rod on the right side. The patient is reportedly doing well and pain level has decreased from 8 to 2. No revision surgery is planned. No patient complications were reported.

Manufacturer narrative:
Device remains implanted. Device has not returned to medtronic for evaluation. Unable to determine cause of the event.